Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support helped the caller reset the pump, and after the reset, the issue with the cgm error code did not reappear, allowing the caller to successfully start their sensor session.